Event description:
The ge 6800 fluoroscopy sys had customer order replacement surge suppressor pcb. A failure of this pcb would cause system not to boot.

Manufacturer narrative:
A ge oec service rep investigated the issue and ordered part for customer and installed surge suppressor pcb for no boot issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.